Event description:
Lesions were located in the mid lad and distal rca. One endeavor stent was implanted (MFR report# 2953200-2008-00826) at the mid lad and one endeavor stent was implanted at the distal rca. On the same day as stent implant pt underwent a CABG surgery revascularization, investigator has indicated that this event was unrelated to the endeavor stent. On the same day as implant the pt suffered an mi. The investigator has indicated that the target lesion is not involved. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval codes, results: (myocardial infarction, CABG).